Event description:
Nurse started insulin drip and used baxter flow guard IV pump. Infusion to run at 2 ml/hr. A 100 ml bag infused within 15 minutes. Pt required 1 to 1 care, increased monitoring, and antidote medication administered.